Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap and devitrification at the output was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in forward-firing condition of the side-firing surgical fiber. The most probably root cause of the device issue was determined to be localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a message to replace the fiber (excessive fiberlife activity) was received at 295,208 joules of use. The procedure was complete using a second fiber. There was no injury reported.